Event description:
A report was received that a pt's lead was poking out of her back. The pt had lost a significant amount of weight which caused the lead to be seen under the skin. The physician revised the lead. The pt is reportedly doing well following revision surgery.